Event description:
It was reported that during a da vinci-assisted ventral hernia repair with intraperitoneal onlay mesh (ipom) procedure, the force bipolar instrument broke while the surgeon was dissecting tissue. Broken pieces fell inside the patient but were recovered during the same surgical procedure. Slight tearing of a port incision site was noted as the instrument had to be removed together with the cannula and the piece(s) would not fit through the cannula. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the torn tissue was nothing of consequence. The incision of the skin was unaffected and no special medical treatment was administered. No other issues were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis. The instrument was found to have one bent grip causing them to be misaligned. There was a 0.53 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing the unsmooth movement of the tip.